Manufacturer narrative:
The device was returned for analysis; however, the investigation is ongoing. At the conclusion of the investigation a supplemental report will be submitted with the analysis conclusion. Manufacturer reference: (B)(4).

Event description:
Dr. (B)(6) reported that a glidewell ht implant failed. The patient presented on (B)(6) 2026 for a primary procedure on tooth #15. On (B)(6) 2026 the provider determined that the implant failed to osseointegrate and removed the implant. The patient's bone quality is type iii and their oral hygiene is good. No injury was reported.